Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons not responding properly and blank display. The customer¿s blood glucose was 187 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. No blank display and no keypad unresponsive or button error alarm during testing.